Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.the device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that nontemplate aligner arc used in treatment of a patient was found to have the elastic slot upside down and the case was reviewed and found that sequential distalization was not performed. This allegedly a treatment planning issue.